Event description:
It was reported that a smiths medical pump displayed a "no disposable clamp tubing" alarm. Rate is 2.3 ml, volume is18.1 ml, given is 84.05 ml. Patient not affected. No air in the line. No further information available.